Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and verified the malfunction. The cse replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb). The cse performed extended self-testing on the device and all tests passed. (B)(4).

Event description:
Covidien received information stating that while in use on a patient the ventilator generated a blocked screen error message. The patient was removed from the ventilator and placed on an alternate ventilator. There is no report of serious injury or death associated with this event.